Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a red light was observed after the device had been used 12 times. The surgeon examined the dissector and noticed that a piece of the active waveguide had disengaged. The piece had not fallen into the patient cavity. There was no patient injury.